Manufacturer narrative:
The onyx lot number was not reporte. This report was created to capture events related to onyx. Off-label use: onyx was used to treat a brain tumor. According to the onyx instruction for use (IFU) the indication for use of onyx is presurgical embolization of brain arteriovenous malformations (bavms). The onyx was not returned for analysis because it was implanted. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. According to onyx IFU: 1. Stop injection if the onyx¿ les is not visualized exiting catheter tip. If the catheter becomes occluded, over-pressurization can occur. During the onyx¿ les injection, continuously verify that the onyx¿ les is exiting the catheter tip. Testing has shown that over-pressurization and rupture can occur if only a volume of 0.05 ml of the onyx¿ les is injected and is not visualized exiting the catheter tip. 2. Stop injection if increased resistance to the onyx¿ les injection is observed. If increased resistance occurs, determine the cause (e.g., onyx¿ les occlusion in catheter lumen) and replace the catheter. Do not attempt to clear or overcome resistance by applying increased injection pressure, as use of excessive pressure may result in catheter rupture and embolization of unintended areas. Related MDR MFR: 2029214-2015-05151.

Event description:
Medtronic received a report that a marathon catheter ruptured during onyx procedure to embolize a brain tumor. The physician was using onyx 18 to embolization a brain tumor and observed that onyx was leaking out the catheter, proximal to the tip. The physician noticed that on the third injection, it was becoming more difficult to inject the onyx. The physician removed the catheter and found the catheter rupture/split about 1 cm from the distal tip. The entire catheter was safely removed from the patient and a new catheter was opened to finish the procedure. The onyx leaked proximal to the tumor that was being injected in the a3 segment of the anterior cerebral artery. The physician did not plan on removing the leaked onyx because the patient is fine with no complications. No patient injury was reported as a result of this procedure.